Event description:
It was reported that the customer's pump had a quick bolus/wake button that was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.